Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory external visual inspection noted the header had been torn off the device. A piece of the electrode was stuck in the header. The seal plug was missing and the set screw was stuck down with a piece of wrench broken off in the hex slot. It was observed that the piece was stuck turned in the clockwise direction, which indicated that the piece broke off during the implant procedure while the screw was being tightened against the electrode. An interrogation and download of device memory was unable to be performed as the antenna for telemetry is part of the header. Analysis determined that the set screw could not be loosened because a piece of a wrench was stuck in the set screw slot.

Event description:
It was reported that during the explant procedure, the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to turn and thus the electrode was stuck in the header. Multiple wrenches were attempted without success and the setscrew on the s-ICD appeared to be stripped. The s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the explant procedure, the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to turn and thus the electrode was stuck in the header. Multiple wrenches were attempted without success and the setscrew on the s=ICD appeared to be stripped. The s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.